Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that in the past several months, 5 drainage catheters had hubs falling off. Per the initial reporter, no harm was caused to the patient(s). No additional information was not provided.